Event description:
Customer reported a malfunction occurred with the pump, displaying malf 1 code, and it was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer will use mdi as backup therapy to ensure continued insulin delivery. The customer was informed they would receive a pump with updated software.